Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and not detected on bus. A field service engineer worked remotely with customer to troubleshoot the issue, shut down the station for several minutes and rebooted it. After the reboot, the failed drawer icon was no longer present, and the station returned to normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager showing "requires maintenance - please contact technical support" message. Additionally, "device not detected on bus" message shows up in recovery screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.